Event description:
It was reported that at some point over the last year, the patients spinal cord stimulation (scs) stimulation pattern changed, and they were no longer receiving adequate pain coverage. X-ray imaging taken confirmed lead migration. The patient underwent a revision procedure where the lead which was previously anchored with sutures only, was repositioned and re-anchored with a clik x anchor. There were no patient complications reported. The patient is doing very well postoperatively and has excellent pain control.